Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The history files were read and analyzed. The indicated behaviour was not comprehensible. Thereupon the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according en (B)(4) was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). This report has been identified as b. Braun (B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(6) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6).: over infusion.